Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 date of submission 03/08/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 02/20/2015 with the following findings: during investigation, the keypad was found to be intact; no damage or peeling was observed. The complaint of a keypad button response issue was not duplicated during testing. All of the buttons responded appropriately. The keypad was removed and there was contamination found under all of the button contacts. Unrelated to the complaint, investigation revealed a dim, discolored display screen.